Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported via mw5084258 that a (B)(6) female caucasian patient with prior history of graves disease, hypertension, hyperlipidemia, dry eyes, insomnia and breast cancer who underwent bilateral primary breast reconstruction with mentor memorygel breast implants 600cc on (B)(6) 2013 experienced the following post implantation: hair loss, dry hair, eczema (topical meds used), psoriasis under fingernails and loss of fingernails multiple times. She had laser treatments multiple times by a dermatologist, and a home use light machine was ordered for treatment. The patient also experienced insomnia, vaginal yeast infections/discharge, dry eyes with excessive tearing and saw 2 different ophthalmologists; one said she had dry eyes and ordered restatis; not much of an improvement was noted. The other said she had allergies and was sent to an allergist for testing. The patient tested positive for all allergens except cockroaches. By january 2019, the patient had completed 3.5 years of allergy shots (4 shots at each visit). The patient had bilateral hand and foot pain, numbness and tingling that required a neurologist ordering gabapentin 3000 mg for her to function and work. The patient also reported anxiety, stress, and memory loss. The patient had both implants removed with capsulectomies on (B)(6) 2019. Post explantation, the patient reported that her anxiety, cognition, energy, skin issues (eczema and psorasis), vaginal discharge issues are resolved. Neuropathy is improving, and hair is less dry and growing back. Nodules were removed from upper chest wall that pathology returned with benign results. Nodules found in the left lateral breast- benign breast parenchyma with simple cysts showing histiocytic reaction. Negative for malignancy left and right capsules-fibomembranous tissue consistent with capsule. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. This report is for the left side. This report contains supplemental information for mentor psr reference number (B)(4).